Manufacturer narrative:
(B)(4). The device returned was in good physical condition. The tissue pad was in good physical condition and properly attached to the clamp arm. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the sheath of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ or "relax pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached how the damage to the device occurred. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic sigma procedure the teflon pad became "thinner" fell off and into patient. Could be removed (but thrown away). No further information is available. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.